Event description:
It was reported that noise and lead insulation damage issue was observed on the rv lead. Patient was asymptomatic. No other electrical anomalies were observed. Patient was presented to the emergency hospital in the summer of 2016 and device was at elective replacement indicator and end of service with aborted shocks secondary to output circuit damage issue was observed. Patient was lost for follow up visit. Patient returned for a follow up visit and upon interrogation of the device and lead noise was observed. Device was explanted and lead was capped on (B)(6) 2018 and a new device and lead was implanted. Patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.